Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure, a patient suffered an air emboli possibly related to excessive catheter manipulation. The catheter was not displaying temperature and as a consequence no ablation could be delivered. The catheter was exchanged to complete the procedure. There was no error displayed on carto. The air emboli was temporary and resolved quickly with no patient consequence. The patient did not require either medical/surgical intervention or extended hospitalization. Upon receive complaint catheter was inspected and it was found in good normal condition. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were disconnected inside the dome. Additionally, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, a patient suffered an air emboli possibly related to excessive catheter manipulation. The catheter was not displaying temperature and as a consequence no ablation could be delivered. The catheter was exchanged to complete the procedure. There was no error displayed on carto. The air emboli was temporary and resolved quickly with no patient consequence. The patient did not require either medical/surgical intervention or extended hospitalization.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). (B)(4).